Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent nocturnal low glucose alerts while also having elevated glucose levels prior to bedtime; the user had been changing the secondary glucose target frequently and sometimes did not confirm lows with a fingerstick, while using a dexcom g7 and inset infusion set. Troubleshooting and education were completed, including guidance to avoid changing targets without clinical direction, to use correction boluses for pre-bed hyperglycemia, to avoid overcorrection for lows, and to confirm low readings with a fingerstick due to possible sensor compression or erroneous readings at night. Investigation included user interview and review of device use and glucose reports. Further investigation of this case revealed user technique and treatment practices as contributing factors, with no device malfunction identified. Symptoms included low glucose events and high glucose prior to correction. Outcomes included self-treatment with oral glucose using a large amount of orange juice and no reported medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear and user-related factors were involved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.